Manufacturer narrative:
Date of report: 09april2019. Date received by manufacturer: 25feb2019. The fse replaced the power supply and the issue was resolved.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. (B)(4). The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The alarms could not be reset and the unit was not working. A replacement power supply was ordered for the device. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit declared errors 111b (35 volt supply failed), 1115 (auxiliary alarm supply failed), 1104 (backup alarm failed) and an issue with the user interface. There was no patient involvement. The event date was not specified; estimate used.